Manufacturer narrative:
Date of event and explant date are approximate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery. The previous device was explanted roughly one year ago due to infection. There were no patient complications reported.